Event description:
The customer reported that the left monitor goes black when the c in the lateral position.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the high voltage cable. The system is working as intended.